Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump. She was unable to troubleshoot at the time. Customer's blood glucose was 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).